Event description:
During a remote follow-up, noise that resulted in over-sensing was observed on the right atrial (ra) and right ventricular (rv) lead. No intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that there is suspected lead damage, although not confirmed.